Event description:
New information on (B)(6) 2014 notes, the lead impedances were within range at follow-up. The patient would continue to be monitored. The patient was stable.

Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited high impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.